Manufacturer narrative:
Internal complaint reference: case- (B)(4). Li peifang (2019). Comparison of efficacy between low-temperature plasma-assisted tonsillectomy and traditional surgery. Vol.6 no.17.

Event description:
It was reported that on literature review comparison of low-temperature plasma assisted tonsillectomy with traditional operation, 2 patients had an infection after a tonsillectomy procedure where a coblation system was used. It is not known how the event was treated/resolved. Patients outcome is not known. No further information is available.

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/instruction for use, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Without supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional clinical information be provided this complaint will be re-evaluated. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.